Manufacturer narrative:
The thermogard xp ivtm console (s/n (B)(4)) was evaluated at the customer's site. The reported complaint of "the thermogard system displayed a 'coolant level low' error message although the coolant reservoir was full" was confirmed based on the review of the event logs and during functional testing. The root cause of the reported issue was the defective coolant level sensor block, likely due to a defective component. Visual inspection of the thermogard console was performed, and no issues were observed. Event log data review was performed and revealed multiple alarm_coolant_empty error messages; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the event logs showed multiple mid:09 (post sensor) error messages to have occurred around the customer's reported event date. The mid:09 error message was not replicated during testing. During functional testing, the ivtm system failed the power-on-self-test (post) and displayed a "coolant level low" error message; thus, confirming the reported complaint. During the investigation, the root cause of both the "coolant level low" and mid:09 error messages was determined to be due to the defective coolant level sensor block, which was replaced to remedy the faults. Following service, the thermogard console pass all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard with serial number (B)(4).

Event description:
Upon powering up, the thermogard xp ivtm system (s/n (B)(4)) failed the power-on-self-test (post) and displayed a "coolant level low" error message although the coolant reservoir was full. No patient involvement.